Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. The physician looked at the ipg site suspected it was superficial to the patient¿s skin surface at the superior ipg border. To address the issue, the patient may be awaiting surgical intervention.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information identified the physician relocated the patient¿s ipg superior to the original position on (B)(6) 2020 which resolved the issue.